Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked with the twist clamp closed. This occurred when the patient was prepared to drain fluid from their abdomen, after the minicap was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.